Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Technical services (ts) reviewed and stated the patient was dependent on this system and recommended to get it replaced. It was noted that the device was replacement was earlier than expected longevity period. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.